Event description:
It was observed that during the device evaluation, the ultrasound gastrointestinal videoscope had foreign objects in the air/water cylinder. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.